Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was found due to a loose connection of the heater bag which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during last fill of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak found due to a loose connection of the heater bag. Renal therapy services (rts) assisted the hp with clearing the alarm and removing the cassette. Rts advised the hp to complete therapy using manual supplies. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.